Event description:
It was reported that the patient underwent a spinal surgical procedure to treat atlantoaxial subluxation. It was reported that the drill bit was broken during use. All of the fragments were removed successfully. No patient complications were reported.

Manufacturer narrative:
The cannulated drill is fractured at the intersection between the drill tip and the driving shaft. The rapid cross sectional area reduction of this transition creates a potential stress concentration under bending loads or lateral impact, such during off-axis instrument usage. Optical examination of the fracture surface identified a quasi-brittle fracture with riverlines which appear to flow toward the center of the part, with apparent shear lip at ID of the shaft. Direction of fracture propagation and internal shear lip suggest bend stress overload.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.